Event description:
The customer reported via phone call indicating that the insulin pump alarm button error customer's blood glucose was 300 mg/dl. The customer stated that buttons were not responding and screen was frozen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported via phone call indicating that the insulin pad had a keypad anomaly. Customer's blood glucose was 300 mg/dl. The customer stated that non of the button responded. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had an unresponsive buttons due to corroded keypad traces. No frozen screen noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.